Manufacturer narrative:
Lenstec received an e-mail notification stating a lens had "folding/ unfolding" issues and "stuck in delivery device" and the platinum inserter was used. The lens was received dry in the vial, the cap was on the vial but the bung was absent. The internal vial delivery system, outer pouch and instructions for use were also absent, but the label set and ID card were enclosed in the outer box. The visual examination was carried out using the stereoscopic microscope set to x20 magnification. The lens carried a cut through the optic; one area of the cut was jagged and it appeared that multiple attempts were made. This was probably made to facilitate removal of the lens from the eye. One of the haptics was broken and the cross-sectional inspection revealed a jagged break. The lens was covered in foreign substance - this appeared to be dried saline crystals and viscoelastic. No other defects were noted. The lens was hydrated and a further inspection performed - the foreign substances were removed. No discrepancies were found as it relates to the batch documentation analyses. The audit determined that all procedures in the manufacturing and packaging of the device had been carried out correctly. Batch reconciliation was 100%. With regards to the optic and the damaged haptic, lenstec concludes that the damage was because of the removal process of the lens from the eye. Additionally, lenstec is unable to comment on the suitability of the instruments used by the surgeon with the softec hd lens.

Event description:
Lenstec received an email stating "folding/unfolding issues", "stuck in the delivery device".